Event description:
Patient reported a right side capsular contraction baker grade iii/IV. Health care professional later reported "grade 3 capsular contracture right breast; post- consult patient reported developing pain in right bicep and numbness upgrading her to grade 4." Device remains implanted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade iii/IV.